Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, mini drawer was failing every day. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the site had constant failures on mini drawer 1-13 because of dust debris. A field service engineer cleaned out dust debris and replaced the mini engine on 1-13 to resolve the issue. The fse tested thoroughly on 12 through 14 in hardware test application. The system functioned as intended after the field service engineer repaired the device.